Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-dec-2020, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 29-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that one of patient's perc leads migrated, healthcare provider opted for replacement to be a paddle lead and updated battery since going to surgery for lead replacement. Patient said the rep met her to find programming that would work, but she never had the same relief after the lead moved. Patient said she wasn't sure how migration occurred. She said she did have a fall recently but that it was just a small tumble and she said the issue occurred before the fall. Programming adjustments and x-ray was performed. Lead was explanted on (B)(6) 2020 which resolved the issue. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that one of patients perc leads migrated, healthcare provider opted for replacement to be a paddle lead and updated battery since going to surgery for lead replacement. Patient said the rep met her to find programming that would work, but she never had the same relief after the lead moved. Patient said she wasn't sure how migration occurred. She said she did have a fall recently but that it was just a small tumble and she said the issue occurred before the fall. Programming adjustments and x-ray was performed. Lead was explanted on (B)(6) 2020 which resolved the issue. No further complications were reported or anticipated.